Manufacturer narrative:
(B)(4). Investigation summary: the analysis results that one pcee45a device was returned with no visual non-conformances and with a gst45g cartridge reload present. The cartridge reload was received fully fired with the pan dislodged. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, the cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. It was found that the cartridge pan was left inside the jaw when the sales rep checked the device after the procedure. A nurse commented that the retaining cap was removed from the cartridge before the cartridge was loaded into the jaw.